Event description:
It was reported that the atrial lead impedance was high. Sensing and threshold measurements were within normal ranges. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Automatic lead diagnostics shows atrial lead impedance greater than 3500 ohms throughout the record. Atrial lead warning occurred on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).